Manufacturer narrative:
(B)(4). The reported condition was confirmed, based on the customer report and the (B)(4)'s review of the therapy log. The assignable cause was determined to be false empty detect and use error where patient line clamp was not opened at the appropriate time during priming. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition. This issue was investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, during drain 1 of 5. The home patient (hp) did a mid-afternoon manual fill of 2000 ml. Then the patient got on the machine to start therapy and forgot to open the clamp on patient line. Once they opened it, the machine moved on to fill 1. As a result, they did not drain in initial drain and then continued with therapy. The initial drain volume was equal to 0 ml. The fill volume was set to 2300 ml, the last fill volume was set to 0 ml, and the initial drain alarm was set to 0 ml. The total ultrafiltration (uf) was equal to 3475 ml. The cycle 5 uf was equal to 1034 ml, the cycle 4 uf was equal to -32 ml, the cycle 3 uf was equal to 80 ml, the cycle 2 uf was equal to 333 ml, and the cycle 1 uf was equal to 2348 ml. The hp stated they felt okay and understood what happened. The technical service representative (tsr) advised the hp to speak to the registered nurse (rn) about putting a value in the initial drain alarm setting. The hp stated they would monitor the machine in the future to ensure it did the initial drain. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The registered nurse (rn) returned product surveillance's (ps) call on (B)(4) 2012, regarding the reported alarm. The rn stated that she was not aware of the alarm. Ps informed the nurse that the patient had the patient line clamp closed during initial drain which contributed to the overfill. Ps also informed the nurse that the initial drain alarm setting is set too low for the patient's manual fill volume of 2000 ml, which can lead to an overfill. The nurse stated that she would check this setting. . The nurse stated that as far as she knew, the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.